Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call of a failed battery test. The customer's blood glucose reading was unknown. The customer was advised to insert new aaa alkaline battery. The customer received recurring failed battery test. The insulin pump will be returned for analysis.